Event description:
It was reported that the right ventricular (rv) lead dislodged due to twiddler¿s syndrome. The helix of the lead would not extend during the revision. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.